Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Reporter address : (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The review of the device manufacturing quality record indicates that (B)(4) products designation refobacin revision 1x40g, reference 3011630001, lot number a808ag2705 were manufactured on 12 november 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The reported event was unable to be confirmed as the product was not returned. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to the available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that cement pack was opened to inner pack as per normal method. Three times over the weekend the inside package has been burst spilling powder and giving concerns over sterility of cement. There was no patient involvement, no adverse events have been reported as result of the malfunction. This event was occurred in 3 products.

Event description:
It was reported that while opening the cement pack that the inside package has been burst spilling powder and giving concerns over sterility of cement. There was no patient involvement and no adverse events have been reported as result of the malfunction. This event was occurred in 3 products.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : a3, a5, b5, d5, e1, g4, h2, h8, h10. The device was not returned to the manufacturer. Therefore it could not be analyzed. Reported event was unable to be confirmed. The review of the device manufacturing quality record indicates that (B)(4) products designation refobacin revision 1x40g, reference 3011630001, lot number a808ag2705 were manufactured on 12 november 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue. 2 similar complaints (including the current complaint) regarding this event have been recorded for refobacine revision 1x40 g, reference 3011630001, lot a808ag2705 within one year. According to the available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while opening the cement pack that the inside package has been burst spilling powder and giving concerns over sterility of cement. There was no patient involvement and no adverse events have been reported as result of the malfunction. This event occurred in 3 products.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint samples were evaluated. The reported event was confirmed for one product of three. The evaluation of the first returned device found that the left sealing was opened on 1/10 of the length. The evaluation of the two other products showed that the inner cement pouches were intact. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.